Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The evaluation of the device confirmed the followings; parts of video connector socket of the device was cracked. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the repoted event was caused by the defect of the video connector socket of the device. The parts of the video connector socket may have failed due to external stress. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an inspection of the subject device before a therapeutic procedure, endoscopic image disappeared. The user replaced the subject device to another unspecified device and completed the procedure. There was no report of patient injury associated with this event.